Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 24-feb-2023. The most recent information was received on 09-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lower back pain"), gastric perforation ("following hysterectomy piece of the implant remained in my stomach") and device breakage ("following hysterectomy piece of the implant remained in my stomach") in a 45 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("following hysterectomy piece of the implant remained in my stomach" on (B)(6) 2015). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2015. An unknown time later she experienced back pain (seriousness criterion intervention required), gastric perforation (seriousness criterion medically important), device breakage (seriousness criterion medically important), alopecia ("hair loss"), insomnia ("insomnia"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), hyperaesthesia teeth ("teeth sensitive to heat and cold"), fatigue ("chronic fatigue"), hypertension ("hypertension"), vision blurred ("blurred vision"), migraine ("migraine"), tinnitus ("tinnitus"), eye pain ("sore eyes"), urinary tract infection ("urinary infection") and eczema ("eczema") and was found to have hair metal test abnormal ("hair lock analysis showed I have 7 heavy metals in my body: nickel, lanthanum, chromium, niobium, zirconium, mercury, cobalt"). The patient was treated with surgery (hysterectomy). At the time of the report, the gastric perforation, device breakage, alopecia, insomnia, vaginal discharge, dyspareunia, hyperaesthesia teeth, fatigue, hypertension, vision blurred, migraine, tinnitus, eye pain, urinary tract infection and eczema had not resolved. No causality assessment was received for essure with regard to back pain, hair metal test abnormal, alopecia, gastric perforation, device breakage, insomnia, vaginal discharge, dyspareunia, hyperaesthesia teeth, fatigue, hypertension, vision blurred, migraine, tinnitus, eye pain, urinary tract infection or eczema. The reporter commented: following my hysterectomy, a piece of the implant remained in my stomach, it was detected on (B)(6) 2019 following an abdominal x-ray. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2019: a piece of the implant remained in stomach. Lot #862008 report cioms is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-mar-2023: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 24-feb-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lower back pain"), gastric perforation ) and device breakage ("following hysterectomy piece of the implant remained in my stomach") in a 45 year-old female patient who had essure inserted (lot no. 862008). Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("following hysterectomy piece of the implant remained in my stomach" on (B)(6) 2015). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2015. An unknown time later she experienced back pain (seriousness criterion intervention required), gastric perforation (seriousness criterion medically important), device breakage (seriousness criterion medically important), alopecia ("hair loss"), insomnia ("insomnia"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), hyperaesthesia teeth ("teeth sensitive to heat and cold"), fatigue ("chronic fatigue"), hypertension ("hypertension"), vision blurred ("blurred vision"), migraine ("migraine"), tinnitus ("tinnitus"), eye pain ("sore eyes"), urinary tract infection ("urinary infection") and eczema ("eczema") and was found to have hair metal test abnormal ("hair lock analysis showed I have 7 heavy metals in my body: nickel, lanthanum, chromium, niobium, zirconium, mercury, cobalt"). The patient was treated with surgical essure removal (hysterectomy). At the time of the report, the gastric perforation, device breakage, alopecia, insomnia, vaginal discharge, dyspareunia, hyperaesthesia teeth, fatigue, hypertension, vision blurred, migraine, tinnitus, eye pain, urinary tract infection and eczema had not resolved. No causality assessment was received for essure with regard to back pain, hair metal test abnormal, alopecia, gastric perforation, device breakage, insomnia, vaginal discharge, dyspareunia, hyperaesthesia teeth, fatigue, hypertension, vision blurred, migraine, tinnitus, eye pain, urinary tract infection or eczema. The reporter commented: following my hysterectomy, a piece of the implant remained in my stomach, it was detected on (B)(6) 2019 following anabdominal x-ray. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2019: a piece of the implant remained in stomach. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.